Manufacturer narrative:
On january 16, 2026, senseonics was made aware of an incident in which discrepancies between blood glucose and sensor glucose readings were reported on behalf of the user by the user's daughter. Multiple attempts were made to contact the user directly and the authorized representative to gather additional information and provide assistance. Subsequent contact confirmed that the reported issue had been resolved at the healthcare provider's office, and no further support was requested. Details on how the issue was resolved were not provided. Escalation review was performed for informational purposes. Review of available data in the data management system showed that recent calibrations aligned more closely with sensor glucose trends and that the system was functioning as expected. The user was confirmed to be actively using the system and receiving up-to-date glucose readings.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.